Event description:
It was reported that the customer had sensor glucose and blood glucose differences. Customer's blood glucose level was between 80-85 mg/dl and sensor glucose level was between 56-58 mg/dl. It was explained to the customer that the cause of the issue could be a result of over calibrating. Customer stated that he was unable to upload to carelink. Troubleshooting was performed and customer was advised not to over calibrate by updating the sensor each time a blood glucose value is checked and kept it at a maximum of four times per day. It was also found that the customer does not follow proper procedure. Customer stated that he does not update the sensor outside of the insulin pump requiring a calibration. Customer also mentioned that there may be scar tissue and that the sensors were close to expiration at the time of the issue. Customer was advised to monitor the issue and will call back with insulin pump data or pump upload. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.